Event description:
The customer contact reported a leak. The customer contact indicated that the vial was filled with unspecified pain medication in the pharmacy department at the user facility. On an unspecified date, when the vial was loaded into an unspecified patient controlled analgesia (pca) pump, the customer contact reported the nurse noted that solution leaked from "the top of the blue plunger of the vial." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.